Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). During a routine post implant transesophageal echocardiogram sweep, a pericardial effusion was identified. A pericardial tap was performed and the patient stabilized. Two days post index procedure the patient was discharged.